Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that, just about 15 months after placement in site 10, the implant was removed due to bone loss. Poor bone quality/quantity was also involved in the event. The bone quality was determined to be type iii. It was reported that primary stability and osseointegration were both achieved. The device will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that, just about 15 months after placement in site 10, the implant was removed due to bone loss. Poor bone quality/quantity was also involved in the event. The bone quality was determined to be type iii. It was reported that primary stability and osseointegration were both achieved. The device will be forwarded to the manufacturer for investigation. There were no reported patient complications.